Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' 'hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Robotic urology procedure - the doctor noticed a small black piece of rubber in the patients abdomen, the dislodged piece was removed from the patients abdomen safely. No additional pieces were visualized and the doctor was able to match up the dislodged section to the seal. The instrumentation used did not appear to be damaged. Type of intervention: an additional competitor trocar was used to complete the procedure. Patient status: no patient injury.